Event description:
The user facility reported a 48-year-old male patient was implanted with an impella 5.5 as a bridge to transplant. It was reported the patient experienced frequent ectopy/ventricular tachycardia (vt) during impella 5.5 support. To treat the condition, the pump was repositioned, and the frequency notably decreased. It was additionally stated that the patient experienced some oozing from their access site following a dressing change. Three sutures were placed at the site to achieve hemostasis. Support with the implanted pump was maintained despite the events.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). Acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of access site bleeding is determined to be use issue because the issue was resolved by adding additional sutures at the site. As the necessary clinical information was not provided, the root cause of the vt/vf was not determined.